Manufacturer narrative:
Patient information is not available for reporting. Date of onset for the patient¿s postoperative pain is unknown. The original implant procedure was performed on an unknown date approximately four (4) years ago. Per facility, the complainant part has been discarded and is no longer available for investigation/review. (B)(6) device is not distributed in the united states, but is similar to a device marketed in the us. Investigation could not be completed and no conclusion could be drawn as no device was returned. A review of the device history records has been requested and is currently pending completion. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent a revision procedure due to the onset of postoperative shoulder pain. The patient was originally treated four (4) years prior with the implantation of an epoca shoulder construct. On an unknown date, the patient reported experiencing pain and hearing an audible "squeaking" sound in the area of the device. During the revision procedure, the glenoid epoca was discovered to be broken. The removed devices were discarded by the facility. No additional information is available at this time. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Expiration date, (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Manufacturing site: (B)(4). Supplier: (B)(4). Manufacturing date: august 20, 2012. Expiry date: july 01, 2017. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.